Manufacturer narrative:
The lot number is unk for this device. Ans has limited info related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the pt¿s history to the event reported. Ans defers to the pt¿s physician regarding medical history.

Event description:
On (B)(6) 2009, the pt was implanted with an scs system. On (B)(6) 2010, it was reported that the pt could not feel the stimulation. The sales rep met with the pt and was unable to locate the ipg with the programmer or charger. The sales represent ordered the pt another charger. On (B)(6) 2010, it was reported that the pt¿s ipg would be explanted on (B)(6) 2010. The sales rep stated that the pt had fallen which ultimately led to the problems with the ipg.